Event description:
Caller states that patient 1 tested 5.0 inr on device while a comparison lab returned as 3.6 inr. Caller also reports a 2nd patient who tested 5.8 inr on device while a comparison lab returned as 4.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.